Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced and confirmed. The upper and lower auxilliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.